Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the right side deflated with the issue of capsular contracture bilaterally after implantation. The issue was diagnosed during the physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 5/16/2018, additional information indicated that the grade for the left and right capsular contracture was IV, and there was bilateral deflation. The catalog number for the left implant is 3501685, serial number (B)(4), which initially reported for the right implant. And the right catalog number is 3501685, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/02/2018, additional information indicated that right implant was ruptured instead of the left implant as it was reported in the initial implant this report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On initial report incorrectly reported that the device was received, and actually the device not received as a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.

Manufacturer narrative:
On 03/25/2018, additional information indicated that date of event is (B)(6) 2018, and the replacement device are as follow: left: catalog number 3501685, lot number 6697924, serial number (B)(4), right: catalog number 3501685, lot number 6966165, serial number (B)(4). Manufacturer¿s reference number: (B)(4).